Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿had fluid leakage due to set broken¿. This was identified by the patient at home before starting a treatment. The leak flowed out from the female connector of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. The device was received for evaluation. A visual inspection was performed with the naked eye which noted that the occluder feet were broken on the main body. A clear passage test was performed with no issues noted. The device failed leak test and clamp function test due to the broken occluder feet. The reported condition was verified. The actual cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.